Event description:
I had mentor smooth silicone breast implants implanted into my breast on (B)(6) 2016. Since then, I've had multiple side effects including but not limited to severe fatigue, brain fog, memory problems, reoccurring kidney infections, skin changed, premature aging, anxiety, depression, weight gain, darkening under the eye, redness of the eye. The list goes on. I'm currently in the process of meeting with doctors to have them removed as soon as possible to hopefully minimize any damage these implants have already caused. FDA safety report ID # (B)(4).